Event description:
Patient stated, she had a revision surgery on a st. Jude scs approximately (B)(6) months ago, due to scar tissue build up. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).